Manufacturer narrative:
Stryker evaluated the customer's device at the product assessment center (pac) and observed that the device would not deliver a shock. The cause of the reported issue was determined to be due to the white energy capacitor wire which was disconnected from the j18 spade connector. The customer has been provided with replacement device. The customer's device is archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not deliver a shock. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.